Event description:
It was reported that the pt's arrived at an hcp appointment "with his pump exposed. It had apparently eroded through the skin." The reporter noted the pt was not complaining of any issue, but an exposed pump was likely infected. Therefore, the pump was explanted. The pt was sent home on intravenous antibiotics. The plan was for the pt to a pump re-implanted once the infection has cleared. As of (B)(6) 2011, the pt was "doing well".

Event description:
Additional information: bruising around the pump site, in addition to being able to "see silver" under the skin was indicated. Lab results from (B)(6) 2011 indicated "positive for (B)(6)". The event resulted in hospitalization/prolonged existing hospitalization. The patient's catheter, in addition to the pump, had been explanted on (B)(6) 2011. The patient had recovered without sequela.

Manufacturer narrative:
(B)(4).